Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported problem was confirmed and replicated. The error was not found on the patient side cart (psc) from system (B)(6); however, it was observed on vision side cart (vsc) from system (B)(6). In the system logs, error 32056 was followed by error 1173 on the axes controller arm (aca), indicating an i2c fault on the pitch, which confirmed that the fault occurred in the field. A visual inspection revealed no issues that could be associated with the reported event. The usm was installed onto a golden system, where error 32056 occurred during power-up, causing the system to disable the usm. The unit was then installed onto a patient side cart fixture test platform (pftp), where initial calibration failed on the pitch searchlight assembly with errors 32056 and 1123. During testing, the pitch searchlight flat flex cable (ffc) assembly underwent aba testing and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors from a faulty pitch searchlight ffc located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error 32056 on armnet 3 pointing to universal surgical manipulator (usm) 3. Fe replaced the usm to clear the error. System has been tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A return material authorization (RMA) has been issued for the return of the usm.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report issue with universal surgical manipulator (usm) 3. Psc was connected to sk1740 vsc. Site had restarted with no change. Tse had site do hard restart of psc with no change. Site was going to talk with surgeon on how to proceed. The procedure outcome was unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.